Manufacturer narrative:
The patient was born in (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that when the nurse disconnected the device from the patient after the expected infusion time of 44 hours, approximately 80ml of solution remained in the device. The device had been filled with 4300mg fluorouracil and 11ml sodium chloride solution. The total fill volume was 97ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between (B)(4) 2017 - (B)(4) 2017. The device was received for evaluation containing approximately 78 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the luer. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.